Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level remained elevated after receiving an insulin bolus via the infusion device. The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021 due to diabetic ketoacidosis and the patient's blood glucose levels was over 600 mg/dl. The patient's daughter transported her to the hospital by car. The patient was treated with an insulin injection and infusion at the hospital. No further information was provided.20